Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that IV tubing has a leak noted after normal saline primed.

Manufacturer narrative:
Disregard file: it is a duplicate to manufacturer report number: 9616066-2020-01281.

Event description:
It was reported that IV tubing has a leak noted after normal saline primed. Duplicate of (B)(4).